Event description:
A doctor's office alleged that a patient experienced a debonding of a veneer after using silane primer.

Manufacturer narrative:
The patient experienced the debonding of a veneer for tooth #25 on multiple occasions. The doctor re-cemented the veneer for the patient, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned; therefore, a 'visual inspection' test of the retain sample was evaluated, yielding results within specifications. The liquid appeared to be clean, thin and colorless. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.